Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented jim reported this dependent patient presented to the emergency room with loss of output. The patient experienced asystole. The device was explanted and replaced successfully. The patient was resting comfortably post procedure.

Manufacturer narrative:
Final analysis found foreign material -epoxy- found on the contact spring of the ventricle bore, which likely caused the intermittent loss of output.